Event description:
In 2009, the patient reported experiencing unexplainable elevated blood glucose of 300 mg/dl and it "doesn't seem like I got my insulin." She stated this occurs every couple of days for "at least a year." Her target blood glucose level is 90-150 mg/dl. She stated that she had rotator cuff surgery "last year" and was unable to exercise. She began taking prednisone in february, and she is aware this can affect her blood glucose. When her blood glucose is elevated, she changes the infusion tubing and inject insulin via pen, as instructed per her diabetic nurse. She stated that she may have forgotten to bolus a "couple" of times. The patient is blind and was unable to verify the basal rates or bolus history. She stated that her husband assists her in reviewing the bolus history. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.